Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored and no blank display or damage to the liquid crystal display isolation tape was noted. No error alarms were noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an alarm, which indicated a watchdog timeout, and the insulin pump also had a blank display. The blood glucose reading was 226 mg/dl. The customer stated that the blank display anomaly had occurred previously, and she declined to complete the troubleshoot process. She requested replacement of the insulin pump. Nothing further reported.